Event description:
It was reported that when the patient presented in the hospital with syncopal episodes, high capture thresholds were observed. The lead was repositioned. Patient was recovering normally and will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.